Event description:
It was reported that the patient was not receiving adequate coverage on the left side. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned due to facility policy.